Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the devices, and the reported problem was confirmed; the motor and foot control exhibited damage that is consistent with operating the equipment without sufficient oil. The device was found to have no oil in the reservoir, and no oil was visible in the circulator. Once oil was introduced into the unit, it exhibited leakage around the fill tube and lock knob, likely due to dried out o-rings. The condition of device and motor is due to maintenance issues. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from belgium stating that when the foot pedal was pressed down, the motor stopped running. The device was being used in neuro surgery. There were no injuries or med intervention reported. It is unk if surgical delay occurred. The date of the event is unk. No additional info available.